Manufacturer narrative:
G2. Foreign: japan d.6a: 2018-01-01 was provided as the implant date with year only valid. Follow-up will be performed to clarify this date since the manufactured date was after this (2023-05-12). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for pain in the feet. It was reported that the controller cannot be operated; screen freeze was noted. There were no known environmental, external, and patient factors that may have caused the event. Due to no response from any button being pressed, guidance was provided to reattach the battery pack, and improvement was confirmed. Since the purpose of operating the controller was to adjust the stimulation, further operation was requested, and it was confirmed that the error did not recur. The issue was resolved at the time of the report. During the visit, the stimulation was adjusted. Until recently, everything was fine, but suddenly the adjusted sensation of stimulation disappeared. Operating with the controller did not restore it. There were no known environmental, external, and patient factors that may have caused the event. When operated with the controller, it was reported that the sensation of stimulation varied, but was uncomfortable and did not suit the body. It was advised that if the issue could not be res olved through controller operation, consultation with a medical institution would be necessary. The issue was not resolved at the time of the report. The patient outcome was listed as "health damage". The patient injury details were that during the visit, adjustments were made to the stimulation. Until recently, the condition was good, but suddenly the adjusted sensation of stimulation disappeared. Even when operated with the controller, it did not return to the previous state. Although fluctuations in the sensation of stimulation were felt when using the controller, it was uncomfortable and distressing. Guidance was provided that if the issue cannot be resolved with the controller, consultation with a medical institution would be necessary, and an apology was offered for not being able to improve the situation at present. It was noted that it is not an emergency situation requiring an immediate visit. Additional information was received. It was reported that the patient was scheduled to take regular medical check on jun/19, the present condition is unknown at this time. Further information will be shared once available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that an adjustment was performed during today¿s visit, but no improvement was observed. Pain remains throughout both legs as before the adjustment. Contributing factors were unknown. Consultation with a medical institution was reque sted. 2025-dec-03 ared (rep, for): additional information was received from a manufacturer representative (rep). The patient visited a follow-up facility, and a stimulation adjustment was performed. Although the settings were changed, the patient was still having difficulty with pain outside the area covered by the scs. The issue has not been resolved. It was noted that they have been informed that pain in the area where the patient is still having difficulty will be managed using an scs device from another company in combination.